Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, lens was replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 25.0 diopter intraocular lens (iol) was stuck in the preloaded inserter while inserting into the patient¿s eye on (B)(6) 2018. The doctor was able to remove the lens without incident and replaced the lens with the same model and diopter lens. There was no incision enlargement, vitrectomy, or sutures used. Reportedly, the patient is doing fine. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on 9/28/2018. Device returned to manufacturer: yes. Device evaluation: the complaint product was received on 09/28/2018. The cartridge component was observed correctly engaged into lower body of the pcb00 device. There was no visible gap observed on the assembly. There are indications of coating observed at the cartridge canopy. Some viscoelastics traces are observed in the cartridge; directions for use include to completely fill the viewing window with ophthalmic viscosurgical device, (ovd). Visual inspection with microscope magnification was performed. The lens was observed stuck at the cartridge tip. A portion of the leading haptic is exposed out of the cartridge tip. The reported issue was verified. Based on the visual evaluation it could not be determined that the cause of the issue reported is related to the manufacturing process. No product quality deficiency was identified. Manufacturing records review: the manufacturing record was evaluated and all testing results were acceptable. The units were released per manufacturing specifications. Historical data analysis: a search on complaints revealed no additional investigations for this production order. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.